Manufacturer narrative:
Device was used for treatment, not diagnosis. Tofuku, k., et al. (2012) combined posterior and delayed staged mini-open anterior short-segment fusion for thoracolumbar burst fractures. J spinal disord tech, volume 25, pages 38-46. This report is for an unknown screw (uss)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: tofuku, k., et al. (2012) combined posterior and delayed staged mini-open anterior short-segment fusion for thoracolumbar burst fractures. J spinal disord tech, volume 25, pages 38-46. This was a prospective study of 28 consecutive patients with single thoracolumbar burst fracture for circumferential short-segment fusion, consisting of posterior reduction, short-segment fusion, and delayed staged mini-open anterior short-segment fusion. The purpose of this study was to evaluate the outcome of patients with single thoracolumbar burst fractures who were treated with circumferential short-segment fusion, consisting of posterior reduction, short-segment fusion, and delayed staged mini-open anterior short-segment fusion. The implant for the posterior surgical approach was the pedicle screw system (universal spine system, synthes). The implant for the anterior surgical approach was a non-synthes product. There were 22 males and 6 females with a mean age of 45.8 years (range: 15-78 yr). Neurological assessment was evaluated using the frankel grading system. Clinical assessment was evaluated using the denis pain scale. The mean follow-up period was 44.5 months (range: 24-61 mo). At the final follow-up visit,1 patient reported moderate pain, requiring occasional medication. This report is 1 of 2 for (B)(4). This report is for an unidentified patient: unknown screw (uss), unknown quantity and lot number.